Event description:
This is a report from a nurse of a home patient (hp) that passed away. The patient was not connected to the homechoice device at the time of death. Attempts have been made to make contact with the nurse, but have been unsuccessful. The cause of this patient's death is unknown. No additional information was available at the time of this report.

Manufacturer narrative:
Cmplnt-(B)(4) if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed returned instrument electrical and functional testing. A review of the event log, service history and device history revealed no failures or malfunctions that could have caused or contributed to the reported event of the patient passing away. If additional relevant information is received, a supplemental medwatch will be filed.